Manufacturer narrative:
The reported events were helix mechanism issue, high pacing impedance, and unacceptable threshold. A lead was returned in one piece with the helix extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed and was isolated to blood/tissue in the helix region and over torque of the inner coil. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting, cleaning, and applying torque directly to the inner coil, the helix was able to retract and extend. The reported events of high pacing impedance and unacceptable threshold were not confirmed. Final analysis found no indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. Additionally, the lead helix failed to retract after use. The ra lead was not used and replaced on (B)(6) 2024. There were no patient consequences.